Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5039502) in united states on 15-jan-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that in or around 2014 heavy vaginal bleeding began that would not stop. She went to medical doctor who ran several tests and started hormone therapy to try and stop the bleeding. She went back for follow up of failed hormone therapy and total hysterectomy was scheduled for and performed in 2014. The product technical complaint (ptc) investigation and final assessment were received on 02-feb-2015. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy vaginal bleeding. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. During essure therapy abnormal genital bleeding and menses pattern changes may occur. In the present case, scarce information was provided. However, considering the available information and nature of the reported event a causal relationship with essure cannot be excluded. This case was regarded as incident due to the reported intervention (hysterectomy). The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.